Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/30/2024, it was reported by a distributor via (B)(4) that an ar-1588rt-ib tightrope ii rt had both limbs of the shortening strands snapped off from the tightrope when pulled to advance the graft into the femoral socket. The graft had already been advanced twenty mm into the socket, and after cycling the knee, it remained stable. The procedure was completed without having to redo the graft prep with a new tightrope. This was discovered during an aclr procedure on (B)(6) 2024. All the broken sutures were removed from inside the patient. Additional information received on 2/9/2024: the case was delayed seven minutes; however, additional anesthesia was unnecessary.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error in following the device's surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.